Manufacturer narrative:
Product evaluation: the returned used cartridge was evaluated. Inadequate viscoelastic is observed in the device. The cartridge has evidence it was placed into a handpiece. The nozzle is cracked along the top, which leads into a split as it enters the thinner tip of the device. Seventy-three unopened cartridges were returned for the complaint lot. This consisted of seven unopened cartons (70 unopened) and one opened carton (3 unopened). One random unopened sample was pulled from each returned carton. The samples were numbered 1-7 for evaluation purposes. All seven of the unused cartridges were microscopically examined and no damage or abnormalities were observed. All seven of the unused cartridges were functionally tested per the dfu using a qualified handpiece, 27.0 diopter lens and viscoelastic. Each lens and cartridge was microscopically evaluated after delivery. No damage was observed. The cartridge product history records were reviewed and documentation indicates the product met release criteria. The associated lens model was indicated to be 19.5-220 diopter which are qualified for use with the cartridge. A qualified handpiece and viscoelastic were indicated. The returned used cartridge was damaged. The nozzle was cracked and the tip was split along the top. The root cause for the observed damage may be related to a failure to follow the dfu. There did not appear to be adequate viscoelastic in the device. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Seven of the unopened/unused cartridges for the lot were also evaluated. The samples were microscopically evaluated and functionally tested. No damage or abnormalities were observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Cartridge product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during two intraocular lens (iol) implant procedures, the cartridge split as the surgeon was implanting the lens. The procedures were completed with no patient harm. The nurse reported their ovd is removed from the refrigerator in the morning before the procedures begin. She is unsure of the or temperature.